Manufacturer narrative:
Recall #1038806-06/07/13-002r.

Event description:
Product complainant described that the cover screw wouldn't assemble with the implant. The doctor placed another implant from their inventory instead.

Manufacturer narrative:
Through review of the product and related investigation, the problem was determined to be that the internal thread of the implant had not been formed during manufacturing. The root cause of this product having made its way into parts available for distribution was determined to be an inadequate segregation of nonconforming parts during the manufacturing of this lot. This product condition isn't expected to be present in any significant quantity of the lot. The manufacturer is recalling the lot.